Event description:
It was reported that the user¿s ilet displayed ¿unable to proceed, insulin paused¿ when attempting a meal bolus, resulting in no dosing until insulin delivery was manually resumed, which constituted a use-of-device problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including review of ilet logs and screenshots. Investigation of this case revealed no device problem and indicated the event was associated with attempting a meal bolus while insulin delivery was paused, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user action.